Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar (fb) instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.113¿ offset at the tips. Further investigation found a dislodged molded insulator at the grip base and a broken section of the molded insulator. The molded insulator was broken near the midpoint of the grip. A section measuring approximately 0.023" x 0.048" was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the jaws of the force bipolar (fb) instrument were misaligned. The customer used a new fb instrument to continue with the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no abnormality with the fb instrument such as a dislodged jaw or grip tip sticking out. Prior to attempting to remove instrument, the fb instrument jaws were stuck in a closed position. There was no procedure delay. Additional follow up confirmed that the instrument jaws was not stuck on tissue when the issue was identified. Therefore, no unexpected tissue removal. The fb instrument removed by itself. No increase in port incision. The procedure was continued with no reported injury.